Manufacturer narrative:
(B)(4). The reported description notes that the monitor did not produce the alarm sound although, the central monitor visually displayed the alarm. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that the monitor did not produce the alarm sound, although, the central monitor visually displayed the alarm. No pt harm was reported.